Event description:
On (B)(6), 2010, a respiratory therapist reported inomax ds device # (B)(4) was giving false monitored nitric oxide (no) readings. The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and is scheduled to be returned to the company for investigation.

Manufacturer narrative:
The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.